Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of falling and fracturing her arm due to experiencing low blood glucose. Customer passed out while attempting to treat low blood glucose with a glucose tablet. Customer was given a glucose tablet by a neighbor and was taken to the hospital due to a broken arm. Customer's blood glucose was 160 mg/dl. Customer was treated.